Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (400-500 mg/dl) and the customer alleged that the pump settings may be incorrect. Water was consumed and a pump bolus was delivered to address bg. Tandem customer technical support (cts) performed a pump system check with the customer and the basal pump setting was found to be incorrect. Cts assisted the customer with correcting the basal profile using the pump data. Reportedly, the customer contacted a healthcare provider and reviewed all pump settings.